Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/18/2025, it was reported by an arthrex employee via (B)(4) that an ar-12990n scorpion needle tip broke and could not be removed from the patient. This was discovered during a meniscus repair surgery. The case was completed by using the product with no other problems.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is improper bone preparation, misaligned insertion, or prying/leveraging the device during insertion. Directions for use dfu-0392-sub-eo warning for scorpion products: avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device, and pass in a different area.